Event description:
This reported complaint refers a to the physician reporting other similar instance. 3 separate but similar events are reported under the following patient identifiers: 1.) Related patient identifier # (B)(6); bronchovideoscope: serial and model #¿s ¿ (B)(6). 2.) Related patient identifier # (B)(6); bronchovideoscope: serial and model #¿s ¿ (B)(6). 3.) Related patient identifier # (B)(6); bronchovideoscope: serial and model #¿s ¿ (B)(6). (This report).

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation and correction with information inadvertently left out (b5 and h4). Additionally, to provide a correction to the initial event date and a correction to b5 -serial number. The initial reported the event happened on jun 25, 2023. However, the actual event date is unknown. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the subject device was not returned and a specific root cause of the suggested event could not be identified with the information received. Olympus will continue to monitor field performance for this device.

Event description:
Additional information received identified that the procedures were performed for the purpose of pulmonary toileting. It was clarified that the issues occurred during withdrawal of the bronchoscope. Both situations existed where the procedure was completed with the same device and the device needed to be changed to complete the procedure. In some cases, the bronchoscopes were re-lubed, saline instilled to complete the procedures. There was a 5-10 minute delay due to difficulty removing the stuck bronchoscopes from the endotracheal tube. All patients were fine as far as having the procedure done but each patient varied in their discharge status/physician care status (which was not provided).

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported difficulty and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
The physician reported that bronchoscope got stuck inside the endotracheal tube during bronchoscopy and the patient was desaturated despite using copious amounts of "muco" (interpreted to be a mucolytic agent). Additional intervention was undertaken wherein the patient was extubated and reintubated. The desaturation was reported to be mild and for a short duration. The procedure was prolonged by a few minutes but was completed. No additional intervention was required. A similar event was reported a week ago and the physician had to apply a considerable amount of resistance to remove the bronchoscope from the endotracheal tube. There were no adverse health hazards reported other than the patient was desaturated for a short time. 3 separate but similar events are reported under the following patient identifiers: 1) related patient identifier # (B)(6); bronchovideoscope: serial and model #¿s ¿ unknown 2) related patient identifier # (B)(6); bronchovideoscope: serial and model #¿s ¿ unknown 3) related patient identifier # (B)(6); bronchovideoscope: serial and model #'s ¿ unknown (this report)